Event description:
It was reported that the patient received an inappropriate shock due to inappropriate detection from the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing.

Event description:
It was further reported that the patient received additional inappropriate shocks for hemodynamically stable episodes of ventricular tachycardia (vt). The patient¿s vt manifests as a wider qrs which causes double counting of beats. Paced beats have t wave oversensing. The patient has significant atrial arrhythmias that are occasionally cause far field sensing on the device, and the atrial electrograms (egms) are also very variable. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.